Manufacturer narrative:
Complaint no: (B)(4). Manufacturing date - 01/13/2016 ¿ 01/14/2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was leaking. The device was filled with 90mg of pamidronate and diluted in normal saline. This occurred before use and there was no patient involvement. No additional information is available.